Manufacturer narrative:
Devices of multiple part/lot numbers were implanted during the procedure including: part: 853010wm / lot: 0463760w (x1) part: 853010wm/ lot: 0463700w (x1); part: 853010wm/ lot: 0438447w (x1); part: 853010wm/ lot: 0106859w (x1); part: 853-467/ lot: 0497212w (x7); part: 853-469 / lot: 0489775w (x9). Although it is unknown if any of these devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016, patient underwent a surgery due to ossification of posterior longitudinal ligament and stenosis of spinal canal. Post-op, patient had neck pain, limb weakness and 0 lower limb muscle strength. Due to which the patient underwent a revision surgery on (B)(6) 2016 in which posterior cervical decompression with vertex internal fixation was performed. The products came in contact with the patient. Patient was also reported with bleeding "after the surgery." After revision surgery patient had neck pain relief but 0 lower limb muscle strength.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.